Event description:
The MFR comes to the hosp every three months to replace the source and do preventive maintenance. During the last visit a defective timer crystal was installed. The serviceman never checked the accuracy of the timer, which was found to be off by one second per minute by the hosp during qc checks prior to pt treatment. The rptr is concerned that the serviceman assumed the timer to be accurate and did not check it.